Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic, upon interrogation episodes of noise reversion were noted. The noise appeared to be coming from the right ventricular lead and the right atrial lead. Isometric exercises did not reproduce the noise. The patient did not experience any symptoms and would continue to be monitored. No changes to programming were made.

Manufacturer narrative:
(B)(4).

Event description:
New information states noise was sensed and caused automatic mode switch. No programming changes were made. The patient would be monitored.